Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the caller saw a power on reset(por) message on the patient programmer (pp). The caller was redirected to follow up with their healthcare provider (hcp) to have por message cleared. The caller also requested for physician listings and have been provided. No patient symptoms were reported. No further complications were reported or anticipated as a result of this event.